Manufacturer narrative:
Reported event: it was reported that mako total hip cup impactor pad broken on removal from end effector/impactor post cup impaction. Cup impaction completed before issue and no replacement needed. Male patient undergoing total hip arthroplasty. Product evaluation and results: 1. Three communication attempts were made and appropriate information was not received. Product was not returned. 2. The photos provided by the complainant during the complaint intake confirms the alleged failure of cup impactor pad broken. Product history review: not performed as the lot number is not reported. Complaint history review: not performed as the lot number is not reported. Conclusions: the failure is confirmed by the photos provided by the complainant during the complaint intake. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : device not returned.

Event description:
Mako total hip cup impactor pad broken on removal from end effector/impactor post cup impaction. Cup impaction completed before issue and no replacement needed. Male patient undergoing total hip arthroplasty.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mako total hip cup impactor pad broken on removal from end effector/impactor post cup impaction. Cup impaction completed before issue and no replacement needed. Male patient undergoing total hip arthroplasty.